Event description:
The customer called in for help with her meter. While troubleshooting, she performed control tests and received a control test result of "lo". The normal control range was 113-163 mg/dl. No adverse events were alleged. Further troubleshooting showed the system to be operating as designed. No product will be returned for evaluation.